Manufacturer narrative:
(B)(4).

Event description:
It was reported that the provided merlin.net transmission did not have iegms for all of the episodes and that the episodes in question were interpreted as ventricular tachy episodes rather than superventricular tachycardia which resulted in patient receiving inappropriate therapy.